Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 29, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens halves were cleaned, and no issues were identified that could cause or contribute to the complaint issue reported. The physical characteristics of the lens were confirmed to match that of a dib00 model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
.. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded monofocal intraocular lens (iol) was implanted in left eye, the patient was unhappy with the vision. The issue was reported during the post-operative examination. Symptoms persisted for four months. The lens was subsequently explanted. Replacement lens is unknown. No incision enlargement, vitrectomy, or sutures were required. The patient has fully recovered. No further information was provided.